Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial lead was dropped and the physician felt the helix was slightly exposed. The physician exercised the lead, but did not feel the helix completely retracted. Physician elected to place the lead since the exposure was so slight. During lead fixation, the helix did not deploy after 12 to 14 turns. The lead was removed from the patient to exercise it again, but the helix seemed to pop out suddenly after several turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.